Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008 and a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient underwent a right hip revision on (B)(6) 2012, due to patient allegations of pain, lack of mobility, inflammation, bone/tissue damage, adverse soft tissue reaction, metal poisoning and metallosis. There has been no reported left hip revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2013-05064 / 05069).

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2008 and a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient underwent a right hip revision on (B)(6) 2012 due to patient allegations of pain, lack of mobility, inflammation, bone/tissue damage, adverse soft tissue reaction, metal poisoning and metallosis. There has been no reported left hip revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the right hip revision was due to pain, osteolysis, and soft tissue reaction. Medical records further noted the presence of granuloma, fluid, osteolytic debris, and corrosion at the trunnion taper. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.